Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of non-compliance, fever, diarrhea and peritonitis in a patient coincident with dianeal unknown therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient was reported to be non-compliant with therapy. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain, cloudy effluent, fever and diarrhea. The patient was hospitalized on (B)(6) 2011. The patient was treated with unspecified antibiotics on an unreported date. The nurse reported that the cause of the event of peritonitis was non-compliance. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the events of non-compliance, fever and diarrhea were not reported. Dianeal was reported as ongoing. The reporter believed the event of peritonitis was not related to dianeal therapy; however, did not provide an opinion of causality for the events of non-compliance, fever and diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is non-compliance.